Manufacturer narrative:
(B)(4). Evaluation conclusion: (complaint confirmed, cause unknown).

Event description:
An endurant ii stent graft was opened but not used in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the delivery system was noticed to be damaged prior to use in the patient. There were no visible kinks on the delivery system and no obvious packaging or cartoon damage was seen. The wire could not enter the lumen of the device. The physician used another device with the same wire and the procedure was completed successfully. No clinical sequelae were reported and the patient is fine. The device was returned within an endovascular return kit. The catalog and lot numbers on the returned documents matched the numbers from the event. The delivery system was returned slightly bloodied with the stent graft loaded within the delivery system. Upon inspection of the device, there was a 2 mm gap between the graft cover and tapered tip. There was a kink in the graft cover 28 mm from the front grip, in the middle of the strain relief. The rest of the device was unremarkable. A guide wire was attempted to be inserted through the tapered tip; however, the wire would not pass through the kink at the strain relief. The wire was also attempted to be passed through the back-end t-tube, but the wire again was stuck in the region of the strain relief kink. The complaint was confirmed; there was a kink in the graft cover that prevented wire passage. The root cause of the event could not be conclusively determined.